Event description:
Prior to event, doctor diagnosed pt to have had a condition known as benign prostatic hyperplasia (bph). On or about in 2005, doctor, in an effort to treat the bph, performed a transurethral microwave thermotherapy (tumt) procedure on the pt. It was reported that during this treatment, "the power supply of the tmx-2000 increased significantly without cause, reason or operator instruction." Pt claims as a direct and proximate result of this treatment, he sustained bodily injury to his prostate and urinary structures, and as result experienced pain, discomfort, diminished sexual function, and uncontrollable urine leakage.